Event description:
It was reported that this right ventricular (rv) lead with this pacemaker exhibited high out of range pace impedance measurements. The impedance measurements were stable until the one sudden jump to over 3000 ohms. Technical services (ts) discussed programming changes for the rv lead and pacemaker. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.